Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The june 2019 angiodynamics complaint report was reviewed for the xcela PICC product family and the failure mode "hub detached/separated/fractured." No adverse trends were identified. The reported complaint description is confirmed; the hub luer was detached from the extension tubing on the returned device sample. Engineering evaluation was performed and the root cause of the leak is that the hybrid luer was not inserted fully into the oversleeve/extension tube during the assembly process. During manufacturing the hybrid luer is partially inserted in the oversleeve, adhesive applied and then it is fully inserted. After investigating it was determined the root cause was operator error. During the bonding process per manufacturing procedure, the operator failed to verify the luer was fully seated in the oversleeve. The non-conformance was inadvertently missed during the 100% visualization per their procedure. The operators who performed the applicable work step on the catheters that were assembled for the identified work orders have been retrained on the procedure.

Manufacturer narrative:
The used device from the reported event has been returned to angiodynamics, however the investigation has not yet been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, following placement of an xcela PICC device, the catheter had to be removed and replaced because of a leak. The used catheter has been returned to angiodynamics for evaluation. No patient injury or complications were reported.